Event description:
It was reported that the ilet displayed alert 57 and the patient transitioned to backup therapy until a replacement arrived, consistent with a software runtime error corresponding to a program or algorithm execution failure involving the computer software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem was identified, aligning with a program or algorithm execution failure localized to computer software. It was concluded, based on previously established findings for similar reports, that the cause was conclusion not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.